Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an orange peel appearance and thin flap of the right eye following corneal flap creation. The laser settings were adjusted following this patient. Upon additional follow up it was reported the patient is doing well post operatively. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.